Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - catalog no. And UDI#.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that proglide devices were attempted in a calcified right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique via a 10f sheath prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, the sutures of the first attempted device snapped because it was pulled to hard on the rcfa. Additional devices were pre-placed; however, the last device did not achieve hemostasis as the knot did not travel down to the anterior wall of the artery to close. A cut down was performed to achieve hemostasis on the rcfa. In addition, another proglide device was attempted in the lcfa and a cuff miss occurred. The sutures of two new proglide devices were successfully pre-placed in the lcfa. The sheath was upsized to a 16f and the pevar. Hemostasis was achieved with another proglide in the lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.